Event description:
Sapphire pump pcea (patient-controller epidural analgesia) button cord being inadvertently connected to the power outlet. Similarly, the power cord has inadvertently been connected to the pcea cord outlet. Each of these situations presents patient safety concerns and prevents optimal patient care. Power cord in wrong place can lead to lack of power as that battery is drained which requires pumps being swapped out and additional programming that could lead to delay in medication delivery and potential programming error - pcea cord in wrong place prevents delivery of medication to patient. Patient experience suffers. Also, if the lack of medication delivery from the pcea button is not known, epidural rates may be increased in hopes of more effective pain management. Should the pcea cord be reconnected to the correct outlet, the patient could be excessively dosed at this higher rate. The ability of the cords to effectively connect in the wrong outlet of the device is a critical error in product design.